Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg moving in the pocket site. The patient chose to be explanted and is reportedly doing well after the procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.